Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had insulin squirted out if the tubing during manual prime. The customer's blood glucose was unknown at the time of the incident. Customer called back for a stuck in rewind process issue. Troubleshooting was not completed and customer stated that she will call back if any other issues occurs. The insulin pump is not expected to return for analysis.